Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Cut lip [lip injury]. Bottom part of brush head fell off; broke [device breakage]. Bottom part of brush head fell off and cut lip [injury associated with device]. Case description: a (B)(6) male consumer reported that while using an oral-b rechargeable toothbrush, version unknown on (B)(6) 2016, the bottom part of the oral-b dual action brushhead fell off and cut his lip a little. He reported he stopped using the product as soon as it broke, his lip fully healed in 1 day, and he did not need to see a doctor. The reporter stated he had used the brush head for about 1 month or 6 weeks, and he always used dual clean. The case outcome was recovered.

Manufacturer narrative:
On 31-aug-2016 product investigation results: reporter returned one toothbrush head on 26-may-2016. Toothbrush head confirmed to be counterfeit.

Event description:
Cut lip [lip injury]. Bottom part of brush head fell off; broke [device breakage]. Bottom part of brush head fell off and cut lip [injury associated with device]. Product counterfeit [product counterfeit]. Case description: a (B)(6) year old male consumer reported that while using an oral-b rechargeable toothbrush, version unknown on (B)(6) 2016, the bottom part of the oral-b dual action brushhead fell off and cut his lip a little. He reported he stopped using the product as soon as it broke, his lip fully healed in 1 day, and he did not need to see a doctor. The reporter stated he had used the brush head for about 1 month or 6 weeks, and he always used dual clean. The case outcome was recovered.